Manufacturer narrative:
According to the available information, the clinical study reported complications from research that occurred in france. Complication reported was persistent incontinence. The reported complications were identified in the risk management document as possible known harms. Complaints will be reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action no further investigation required at this time.

Manufacturer narrative:
Correction : g3. The alert date was incorrect on the initial report.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient had a virtue sling implanted and experienced persistent incontinence with no improvement. There was no reported treatment.